Event description:
Right carotid endarterectomy (B)(6) 2011. F/u testing (B)(6) 2011 revealed blockage and pt required another endarterectomy on the right on (B)(6) 2011. Three of three carotid endarterectomies performed by this surgeon in (B)(6) were blocked at 6 month f/u up duplex scan. Datascope intervascular believe was bought out by maquet getinge group.